Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibted a image blackout. There was no patient involvement.